Event description:
Report received of a nondelivery. The pump was programmed to deliver 1000mls normal saline. No specific programming parameters were provided. The cystomer reported, "that just before the visualized fluid drop would fall into the drip chamber, it would suck back up into the drip chamber tubing and the display incremented as though it were delivering the infusion". It was reported that the display indicated 500mls had infused, but the fluid container was full. The device was removed from clinical svc. Therapy resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.